Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was received from a customer by a boston scientific distribution center. During inspection of the returned flexima biliary stent system, a hair/wool-like fiber was noted in the sealed packaging. There no damage to the packaging. There was no patient or procedure involved in this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned product noted blood on the shaft, the handle, and within the shaft. No saline was visible. This is consistent with handling and use of the device. Analysis noted that the stent had been deployed and was not returned, consistent with the reported successful implantation of the stent. The handle was unlocked, consistent with the reported deployment. Kinks were noted in the shaft 0.2 cm and 9.1 cm distal to the strain relief tubing. These kinks, if present at the time of the procedure, could have contributed to the resistance experienced. Deep, severe chatter marks were noted on the inner member and on the outer member and sheath as well. The chatter marks are consistent with the lumen material of an absolute .035 experiencing a large amount of force, as reported, possibly due to the resistance encountered. A tear was noted on the distal outer sheath for a length of 2 cm proximal to the distal end. This can be the result of interactions with accessory devices. There is no indication of a specific cause for the tear, but it is likely the direct result of the large amount of force used to remove the catheter. The tip was noted to be located proximal to the distal marker and the inner member was severely bunched. Additionally, the sheath was noted to be separated from the outer member and pushed to a proximal location over the top of the outer member. This damage is consistent with a large amount of pushing force being applied to the catheter (thereby pushing the tip and the sheath in the proximal direction). This may have occurred during the attempts at removal. Difficult to position and difficult to remove can be the result of, but is not limited to, interactions with accessory devices, tortuous anatomy and/or physician technique. The guide wire was not returned for analysis, which may have aided in the investigation. To ensure this is not a result of a manufacturing deficiency, all self expanding stent systems (sess) are 100% inspected for guide wire movement immediately before the device is inserted into the packaging coil. Analysis attempted to confirm guide wire movement using a sample guide wire, but was unable to do so proximally due to the kink in the shaft. Similarly, the guide wire could not be frontloaded due to the tip damage. Reportedly, while advancing the catheter over the non-abbott .035 guide wire, some resistance was felt. It should be noted the instructions for use (IFU) states: should unusual resistance be felt at any time, including resistance unlocking the handle or thumbwheel rotation, during either stricture access or stent deployment, the entire system should be removed together with the introducer sheath or guiding catheter as a single unit. Failure to follow these instructions could result in failure to deploy, difficulties with deployment, partial stent deployment or deployment in an unintended location. Additionally, it was also reported that excessive force was used in the removal of the catheter. The IFU states: applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and delivery system components. Although the instructions were violated and this was related to the reportable issue (additional non-surgical treatment), in the context of this procedure, the excessive force appeared to be medically necessary to aid in the removal of the device. The severe resistance, difficulty removing, and subsequent damage noted to the returned product may be due to interactions with accessory devices and/or tortuous anatomy; however a definitive cause could not be determined. There is no indication of a product quality deficiency. A review of the device lot history record did not reveal any non-conformities which could have contributed to the reported event. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, a sample of all stent delivery systems are functionally inspected online.

Event description:
It was reported that during the procedure in the left superficial femoral artery, the absolute stent system was advanced over a non-abbott .035 guide wire with some resistance. The stent was successfully deployed. During removal of the stent system over the guide wire, resistance was felt. The physician made many attempts to remove the stent system, including pulling and cutting the guide wire. Ultimately, forceps and force were applied to remove the stent system from the anatomy. The procedure was prolonged. There was no adverse pt sequela during or post procedure. Though requested, additional info was not provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.